Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has received multiple inaccurate fill estimates. While troubleshooting with tandem technical support, customer reloaded the cartridge and received an accurate fill estimate, but was doubtful of the pump's functionality. There was no reported impact to the customer's blood glucose level. Customer indicated that the current pump will be used as backup therapy until replacement pump is received.